Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred, which was duplicated.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.